Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(6).

Event description:
It was reported to philips the energy setting on the defibrillator is sometimes different to the setting selected by the therapy knob. There was no patient involvement.